Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, and implanting a damaged neurostimulator have been ruled out. Additionally, excessive twisting or stretching, severe force being applied to the implant, and improper surgical technique have been ruled out. Other potential causes of the erosion include; the patient having contraindicating conditions and the patient touching or picking at the wound. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion of the neurostimulator outside the skin. On (B)(6) 2026, the patient attended a follow-up appointment where the protruding portion of the device was cut, the site was dressed, and antibiotics were prescribed. An explant procedure was performed on (B)(6) 2026. No further issues have been reported at this time.